Manufacturer narrative:
Section h4: corrected data. Manufacturer¿s investigation conclusion. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on (B)(6) 2017. The reported event of the lcd not functioning as intended was confirmed via product testing. The heartmate ii system controller (serial#: (B)(6)) was returned for analysis and a log file was downloaded for review. The downloaded log file spanned approximately 38 days ((B)(6) 2020 per timestamp). On (B)(6) 2020 at 11:50:17 the driveline was disconnected for a controller exchange. There were no notable alarms in the log file related to the reported events. Pump operation was not affected. The heartmate ii system controller was observed to have had considerable fluid ingress in the lcd and nearby components. The lcd was exchanged with a working test lcd and the system controller screen functioned as intended and all parameters were able to be viewed. The system controller was able to operate a mock loop for an extended duration and the observed lcd damage did not affect pump performance. The root cause of the reported event of the lcd not functioning as intended was determined to be from fluid damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that led screen of the system controller was malfunctioning and could barely read parameters. The system controller was exchanged.